Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reporting period (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2015.

Manufacturer narrative:
(B)(4). Reporting period (B)(4) 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4). Total number of events - (B)(4). Gynecare tvt - (B)(4). Gynecare tvt abrevo continence system - (B)(4). Gynecare tvt exact continence system - (B)(4). Gynecare tvt obturator system - (B)(4). Gynecare tvt retropubic system - (B)(4). Gynecare tvt-aa abdominal - (B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient has experienced pain, erosion of internal bodily tissue and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period a(B)(4) 2015 through (B)(4) 2015.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
Date sent to FDA: 2/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
Date sent to the FDA: 10/28/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2015 through september 30, 2015.